Event description:
The facility's materials management manager reported to baxter that continu-flo solution sets were leaking at the end of the tubing by the luer where it connects to a catheter extension set. This occurred an unknown amount of times with an unknown number of patients. This occurred during patient therapy. There were no reports of patient injury or medical intervention. The patients were intensive care unit adult patients. The medications being administered were slow rate titrating gtts such as levophed, cardizem, etc. The incidents occurred when using maxflow valves. It was also reported that other departments that use the maxflow valves with different tubing sets did not report any issues. There were no visible irregularities. All luer connections were reported to be secure. The nurses reported that the connection between the valve and tubing was re-tightened or reconnected, but the leaking still occurred where the tubing met the valve. The materials management manager stated he had tested the valve with a syringe and observed the syringe luer connection rotating and popping off. He stated that he also tested a leaking tubing set with a valve extension set connected, and that within a minute he observed the sleeve twisting with leaking. When connecting a new extension set, he reported that the tubing luer sleeve twisted immediately and leaked. The volume of medication leaking was variable. There was no report of blood loss. It was not leaking due to a separation between bonded junctions, or from y-sites, or from a cut or hole in tubing/drip chamber, or from a cracked component. No condition was identified that may have contributed to the condition. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.